Manufacturer narrative:
(B)(4). Investigation summary: one photo displaying two loose 10ml syringes filled with clear fluid and tip caps attached were received and evaluated. It was observed both syringes had double print in the number area of the print, which was rejectable per product specification. Potential root cause for the double print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 0084623 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the double print defect is associated with the marking process. The aql for poor print is 0.25%. The defective rate identified is 2 out of 207,360, which is 0.0010%. No corrective actions are necessary based on the defective rate identified. Batch (B)(4) is considered in compliance with our product specification requirements.

Event description:
It was reported that 2 bd 10ml syringe luer-lok¿ tip bulk convenience paks experienced scale markings with double print. The following information was provided by the initial reporter: this is to report a product defect with respect to bd 10 ml syringe (309605) observed with double printed scale volume numbers. Observed date: (B)(6) 2020. Product name: 10 luer lock tip syringe product code: 309605. Lot number: 0084623. Defective quantity: 2 syringes. Defect observed operation stage: inspection, labeling and packing.